Event description:
Rn took the battery from tenor and replaced it with one from the charger. When she pulled the battery from the lift is when a leaked liquid was discovered and some got on her hand. She washed her hands and complained of a burning sensation, she took herself to (B)(6) where silvadene was applied to the area before bandaging.

Manufacturer narrative:
Battery leakage caused the burn to the end user. Additional info will be provided upon conclusion of the manufacturer's investigation.